Event description:
Ous MDR. After an implantation time of about 68 months, a suspected insulation defect right before the header connection was reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient&#62688;state of health was reported and no explant date was provided.

Manufacturer narrative:
The returned lead was only available in fragments. The lead had been capped about 10.5 cm distal of the is-1 connector pin. It is likely that the lead had been cut through during the explantation. Only the proximal part of the lead was returned for analysis. During the visual inspection of the returned fragment, damage to the insulation was detected about 2.5 cm distal of the df-1 connector pin, as mentioned in the clinical complaint. Both connector exits showed marked bending and signs of abrasion at that site. The position and characteristics of the damage lead to the assumption of significant mechanical stress on the connector exits of the lead during the implantation time, as they can arise, for instance, from narrow bending radii of the connector area to the generator. The measurement of the direct-current resistances of the electrical conductors at the fragment proved to be unremarkable. There were no indications of a material defect or manufacturing error.